Manufacturer narrative:
Correction to the initial MDR in block d7a. Investigation summary: with all the available information, boston scientific concludes that the reported event of system- the console detected blood in the catheter could not be confirmed, as this was unable to be replicated and no device problems were identified during analysis. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at post market quality assurance laboratory, the smartfreeze cryo console was visually inspected, and no visible problems were noted. Functional testing was performed on the smartfreeze process plate, and no warnings or errors were encountered during multiple ablations. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the smartfreeze risk documentation was completed and confirmed that the event of system- the console detected blood in the catheter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected, as the reported event could not be replicated and no device problems were identified during analysis.

Event description:
It was reported that error 1-00004000-2 blood was detected in the catheter occurred. Subsequently the procedure was cancelled. This event is being reported for procedure cancellation. During an ablation procedure, a smartfreeze cryo console was selected for use. While treating the left superior pulmonary vein, error 1-00004000-2 blood was detected in the catheter occurred. There was no blood visible inside the catheter. The catheter and cables were replaced, but the error persisted. As the issue could not be resolved, the procedure was cancelled. The patient had been sedated with propofol, low sedation. No patient complications were reported. The device has been received and analyzed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that error 1-00004000-2 blood was detected in the catheter occurred. Subsequently the procedure was cancelled. This event is being reported for procedure cancellation. During an ablation procedure, a smartfreeze cryo console was selected for use. While treating the left superior pulmonary vein, error 1-00004000-2 blood was detected in the catheter occurred. There was no blood visible inside the catheter. The catheter and cables were replaced, but the error persisted. As the issue could not be resolved, the procedure was cancelled. The patient had been sedated with propofol, low sedation. No patient complications were reported. The device is expected to be returned for analysis.